Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and seven months of post deployment, through the right internal jugular vein approach, a glidewire was advanced below the filter with difficulty. An inferior vena cavogram was performed which demonstrated inferior vena cava stenosis and thrombosis at and below the level of the filter. Around, one month and twelve days later, patient with inferior vena cava thrombosis related to filter. Intravascular ultrasound examination was performed of inferior vena cava and iliac veins. Thrombus was noted in the inferior vena cava at the level of renal veins. Through the angio jet device performed power pulse tpa thrombolysis of the inferior vena cava and right common iliac vein. A thrombectomy was performed with the angio jet device which showed adequate clearing of the thrombus in the inferior vena cava at the renal veins. A filter retrieval set was placed and positioned above the filter. A gooseneck snare was used to grasp the retrieval hook of the filter. The filter retrieval sheath was advanced over the filter and the filter was eventually removed. A contrast injection through the sheath after filter retrieval demonstrated no extravasation. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that patient was diagnosed with thrombus and thrombosis at the level of the filter. The device has been removed and the current status of the patient is unknown.